Manufacturer narrative:
A clinical complaint investigation was conducted as conclusion, there is insufficient data to conclude that, the result of this blood loss was related to a gambro cartridge blood set defect. The retain samples were submitted to visual inspection, physical characteristics of luer-lock connector and functional test and not failures were found.